Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, it was reported was the pump intermittently shutdown unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose was 120 mg/dl. Multiple attempts were made to follow up on the reported issue; however, a response was not received.